Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm due to motor error alarm noted.

Event description:
It was reported that they received no delivery alarm. The customer's blood glucose was 200 mg/dl at the time of incident. Customer states the insulin exited and pump alarmed no delivery. Pump did not alarm with no reservoir. The device was expected to be returned for analysis.